Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced issue with the infusion set and high blood glucose level of 600 mg/dl. Customer treated with insulin pump and blood glucose dropped to 590 mg/dl and treated with manual injection. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Customer also reported infusion set being kinked. Troubleshooting was performed on infusion set. Advised to send back the infusion set and replacement infusion set will be sent. Insulin pump was not returned for analysis.